Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. The customer treated with food. The customer reported that the insulin pump was beeping all night. The customer reported that the alarm history only showed a check settings alarm on the insulin pump. Troubleshooting was done. The customer reported that the insulin pump passed the self-test. The customer was advised that the insulin pump might have been beeping all night because the check settings alarm was not properly cleared. No additional information was provided.